Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation. The device was received with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical testing found no anomalies. Longevity assessment found the device was in the normal range of operation with appropriate remaining longevity.